Event description:
The customer contact reported inaccurate readings; subsequently the pt was not extubated. The customer contact reported the pt's sv02 level decreased by a "significant amount", approx 40 - 50%. The physician was notified. The optical module was replaced with another optical module. The pt's sv02 level increased by an unspecified amount, but continued to be low. Reportedly, the physician stated, "the window of opportunity to extubate the pt had been lost." It was reported that the pt developed renal failure and was placed on dialysis treatments; however, it was unk if this occurred as a result of the event. The pt was reported to have had "multiple complications" and was "not doing well." Though requested, no additional info was provided.